Event description:
Healthcare professional reported right deflation and right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:b5, d6b, d9, h3, h6. Device evaluation: based on tanxiety-product/procedure: unable to observe since it is a medical evet and is not related to the device. Deflation: observed two opening on the posterior side assessed as unidentified (tear) opening . Shell thickness within specification). Additional observations: crease fold observed on the device. White calcification observed on the device.